Manufacturer narrative:
(B)(4). (B)(6). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
A customer reported receiving an occlusion alarm on a flogard infusion pump. No patient involvement, injury or medical intervention was reported when this event was received. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection was performed with no issues noted. During the power on self-test and alarm log review, a downstream occlusion alarm was identified. It was determined that the cause of the alarm was due to a damaged safety clamp shim. To correct the condition, the safety clamp shim was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a follow-up MDR will be submitted.